Event description:
It was reported that the patient had underwent a full replacement due to corroded leads. The suspect product has not been received by the manufacturer to date. No other relevant information has been received to date.